Event description:
Nineteen year old male had spine surgery due to unstable burst fracture at l1 on 5/24/1990. The pt was implanted with isola rods and screws and was instrumented from t12-l2. The pt has device explanted on 11/6/1992 due to infection.